Event description:
It was reported that the bd maxzero extension set was damaged. The following information was provided by the initial reporter: our pediatric units recently implemented mz9281, and we have now received 5 reports of the luer collar cracking. All were lot 25085808. Please mention the affected number of patients with respect to the event dates. 4 describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event. Chemotherapy exposure.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.